Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a fluid leak by the blood sampling valve of the coulter lh 500 hematology analyzer. Customer reported the fluid was not contained within the instrument. Customer reported that about 2 ml of fluid migrated onto the counter top. Customer reported the volume of the leak was 2 ml. Customer reported patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. A bec field service engineer (fse) troubleshot the leak with the customer via the telephone. The customer reported to the fse that the tubing had disconnected from the blood sampling valve. Customer indicated they reattached the tubing and cleaned the blood sampling valve. Customer indicated the start-up failed after they reattached the tubing. The fse instructed the customer to perform a shutdown. The instrument was left in shutdown for 45 minutes. Customer indicated startup passed and quality controls were within expected ranges after the cleaning and the shutdown.